Event description:
Rptr stated chamber collapsed, lens fragment fell into posterior chamber, vitrectomy required. Pt is doing well.

Manufacturer narrative:
H-10: a company service rep. Checked the system and found vacuum reading fluctuated 5-10 mmhg, and noisy transducers. Replaced cassette. Transducer pcb. Returned for further evaluation. In-house testing could not verify reported findings. Pcb met specifications with no corrective action. H-11: customer has not provided any additional info as requested in fax'd questionnaire. This report was mailed in to FDA on: 7/3/97.